Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes had coagulated. This event occurred 107 times. The following information was provided by the initial reporter. The customer stated: "found blood coagulation in the 75 vacuum blood collection tubes drawn. At 16:00 in the afternoon, the nurse received a call saying that many people in the east building had blood coagulation; at 18:23, another 32 the blood needs to be drawn again. So a batch of vacuum blood collection tubes were replaced immediately, and they were normal after replacement".